Manufacturer narrative:
The device involved was not returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.

Event description:
The customer's mother reported that she believes the pdm was giving "incorrect blood sugars". Her daughter claimed to feel "low", but when her bg was taken with the pdm, a high reading of 250 mg/dl was given. A back-up bg meter was then used, which gave a low reading of 50mg/dl. The customer went unconscious with large ketones and ended up going to the hospital. The pdm will not be returned for eval.